Event description:
Pt with a history of breast cancer with right side mastectomy in 1998 presented to hospital for breast reconstruction in 2001. Pt had left breast reduction and 1st stage right breast reconstruction with placement of tissue expander. Five months later, the expander failed and was replaced (previously reported via medwatch). The new expander placed also failed, and in 2002, it was replaced again.